Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were attempted to be used during a gastroscopy procedure performed on (B)(6) 2025. During procedure, the first balloon burst, had a tear, could not inflate, and was leaking water. The same problem occurred with the second cre pro wireguided dilatation balloon. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0414 captures the reportable event of a balloon torn. Block h11: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history records review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0414 captures the reportable event of a balloon torn.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were attempted to be used during a gastroscopy procedure performed on (B)(6) 2025. During procedure, the first balloon burst, had a tear, could not inflate, and was leaking water. The same problem occurred with the second cre pro wireguided dilatation balloon. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.